Manufacturer narrative:
(B)(4). Dil cath: unspecified. Guide wire: sion blue, suoh, wizard1, ultimate bross3, conquest pro, extreme, neo extension. Stent: endeavor sprint 3.0x30; endeavor sprint 2.5x30; xience v 3.5x15. Other: heparin. The xience v 3.5x15 is being filed under a separate medwatch MFR number. (B)(4) - patient selection. The device remains in the patient. The lot number was not provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported angina and thrombosis are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the xience v stent was used in a chronic totally occluded lesion. It should be noted that the IFU states: safety and effectiveness of the stent have not been established for subject populations with chronic total occlusions. It is unknown how the use of the xience v in a totally occluded lesion may have contributed to the reported event.

Event description:
It was reported that on (B)(6) 2010, two xience v stents (3.5x15 and 2.5x28) and two non-abbot stents were implanted in the distal and proximal right coronary artery (rca) for treatment of a chronic total occlusion of 20 years. Post procedure, the patient experienced chest pain. Angiography revealed in-stent thrombosis of the both xience v stents. On (B)(6) 2010, percutaneous intervention was performed and during the procedure, resistance with the non-abbott guide wire was felt at the site of the 3.5x15 xience v stent described as "the tip of gw touched the thrombosis", but the physician did not feel the resistance at the site of the non-abbott stent. At the site of the 2.5x28 xience v stent, the non-abbott guide wire was not able to cross the thrombosis using a knuckle wire technique. Additionally, the physician was not able to aspirate the thrombosis. Dilatation was performed, but there was still some indentation. A non-abbott stent was deployed inside the implanted 3.5x15 xience v stent in the proximal rca. On (B)(6) 2010, a non- abbott stent was implanted in the left main trunk. No additional information was provided.